Event description:
During colonoscopy, physician was unable to pass probe down scope with multiple attempts. Probe kept bending and became unable to use. New probe utilized without problem. Manufacturer response for flex probe, straight fire, flexible (per site reporter). Equipment failure reported to erbe representative. Arrangements made for replacement item and shipping authorization for return of involved equipment.